Event description:
During evaluation by baxter personnel, a clearlink catheter extension set's tubing was found separated from the luer lock assembly. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the device noted that the tubing and the two-piece luer lock assembly were separated. The cause of this condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.